Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device alarmed and shut itself off due to multiple reference failures in the device diagnostic history. There was no patient harm reported.

Manufacturer narrative:
The hospital biomedical engineer confirmed the reported issue. Review of the device history indicated the presence of multiple error codes suggesting that an spi bus failure occurred. The spi bus is an internal communication link between the cpu and the gas delivery system. This communication link is what is used to read the calibration data for the pressure and flow sensors as well as to read the actual values of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition. The manufacturer's field service engineer (fse) replaced the data acquisition pcb to motor controller pcb cable kit to address the reported issue. The device successfully passed performance specification testing.